Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure, at the beginning of phacoemulsification, a patient instantaneously experience a corneal burn. The handpiece was withdrawn and no reflux was observed when pressing the foot pedal. The handpiece and tubing were exchanged, however, there was still no reflux. The surgeon indicated the issue was due to the tubing. The case was completed without further incident. It was noted that the occlusion bell did not sound during the procedure. Additional info has been requested.